Event description:
It was reported that the camera head showed no picture on the screen. The issue occurred during setup/inspection for use (during setup in room/before patient in room). There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a failed leak test on the focus ring and connector. Based on the results of the investigation, a definitive root cause could not be identified for the "no picture, no screen" issue. The most probable cause for the failed leak test on the focus ring and connector was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.